Event description:
A biomed reported that an rn saw smoke coming from the pump while setting up an infusion and putting tubing into the pump. The pump was then turned off. The biomed further reported that the rns clean the pumps on the floor. There was no report of pt or user harm and no medical intervention was required. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.